Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "needle broke off while in patient". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Additional information received 13-nov-2024 states "no parts fell into the patient, and it was resolved eventually by finding a device that worked". The customer returned one unit of 35120 weckvista insufflation ndl 14ga 120mm for investigation. The needle was returned unsealed without its original packaging. The needle was observed to be not broken. The base of the needle body was broken off the stopcock/port component. R & d engineering was consulted as part of this investigation. R & d determined that the damage observed on the needle indicates that unintentional user error caused or contributed to this event. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "insert the weck vista insufflation needle assembly through the abdominal wall using continuous , controlled, slow, forward motion." The reported complaint was confirmed based upon the sample received. The needle was returned in a severely damaged state. The base of the needle body was broken off the stopcock/port component. R & d determined that the damage observed on the needle indicates that unintentional user error caused or contributed to this event. The customer confirmed that the breakage occurred during use, that there was no packaging damage, and that the sample was received with a correctly assembled needle cover. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "needle broke off while in patient". No patient harm or injury. The patient status is reported as "fine".